Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009 the patient underwent : lumbar s laminectomy; l5-s1 discectomy and interbody fusion with cage and bone morphogenic protein (bmp); posterior instrumentation with pedicle screw system l5-sl; posterior fusion with morselized autograft and bmp l5-s1. Preoperative diagnosis: l5-s1 spondylolisthesis. Per-op notes: ¿the ligamentum flavum was removed. Once the dorsal decompression was completed we performed a discectomy at l5-s1 using a 15-blade and a series of shavers and curets. A cage with bmp sponge was then placed for an interbody fusion under fluoroscopic guidance followed by bilateral pedicle screws at l5 and s1 following by rod set screws and cross-link. The wound was irrigated. Hemostasis was achieved. Gelfoam was placed over the dura. Morselized autograft and bmp were packed laterally.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.